Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient let the implantable neurostimulator (ins) turn of and go into overdischarge. It was noted that they tried to do a physician mode recharge (pmr), but were not able to get the ins out of overdischarge. It was noted that they had performed 3 pmrs. It was noted that the patient¿s device was in overdischarge for 2 months. It was noted that the implant was easy to feel or palpate. It was unknown if the ins was flipped. Additional information received reported that a pmr ¿made it through once without any response.¿ it was further noted that the patient experienced pain on her legs. It was further noted that they were going to try to recharge the system with a new device on (B)(6) 2014. It was noted that the patient had an appointment with her physician and he was going to order an ¿rx exam to discard rotation.¿ it was noted that the patient was feeling the level of pain as before the implant. It was noted that the patient¿s therapy as off due to the battery overdischarge. It was noted that they were unable to perform telemetry with the clinician programmer to check it. Additional information reported that x-rays showed that the ins was not flipped. The patient was not receiving therapy at the time of report and it was noted the patient did not want to receive another ins. It was unknown if the ins would be explanted.